Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter. The catheter would collapse and knot up. As they advanced the catheter into the vein, and clock or counter clock the catheter, it would prolapse or contort. There was no difficulty in removing the catheter. There was no damage observed at the distal end of the catheter. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. The catheter has been received by the bwi failure analysis lab and it was noted that spine cover was wrinkled on the proximal side of ring # 10. If the loop of the catheter gets tied in a knot during manipulation, this poses a significant risk of damage to the vascular structures of the patient. Therefore, this issue is assessed as a reportable malfunction.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter. The catheter would collapse and knot up. As they advanced the catheter into the vein, and clock or counter clock the catheter, it would prolapse or contort. There was no difficulty in removing the catheter. There was no damage observed at the distal end of the catheter. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and the spine cover was found slightly wrinkled on the proximal side of ring # 10. During a second inspection while the analysis was performed it was found that this cosmetic finding was within specification. The catheter loop was in good condition, not knotted. Per the event reported a deflection and contraction test were performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.